Event description:
During surgical procedure - arthroscopy acl reconstruction to left knee, acufex 7mm cannulated interference screw driver was used to tighten screw.x-ray one week post-procedure showed a metal fragment in knee.second procedure 4/7/92 to remove metal object, extended procedure due to difficulty.metal object was found to be section from scresdriver tip.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: material degradation/deterioration, telemetry failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.